Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device revealed cracking and deformation. The investigation attributed the root cause to device damage from normal use and servicing and did not establish that a broader investigation or corrective action was necessary. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The initial reporting did not specify the allegation against the device. Three follow-ups were conducted with the complainant to identify what the allegation was against the returned device. No information was received. The complaint sample consisted of (1) 530302 s-rom*adaptor hudson to zimmer, lot number so2006624. Examination of the returned device revealed cracking and deformation (bent) on both tabs. There is significant deformation and wear on the attachment features. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the complaint sample product code/lot code combination. A search of the complaint database against product code 530302 found additional reports of deformation and cracking that when the device was evaluated misuse and heavy usage were identified as contributing factors to the damage. If the adapter is used with reamers that have begun to wear on the reamer hudson attachment ends/flats, the worn reamers can rotate within the end of the instrument and facilitate a spreading/tearing of the tabs as well. The root cause is attributed to device damage from normal use and servicing. The investigation did not establish that a broader investigation or corrective action was necessary. Complaint trends will be monitored by post market surveillance through sep-419. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instrument was reported for unknown reason.